Event description:
The MFR received info alleging the ventilator shutdown while in use. There was no pt harm or injury reported. The device has yet to be evaluated by the MFR. At this time we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.